Event description:
The reporter stated that she had been getting the er1 message when testing with control solution. It was determined that she had been using one touch control solution on her surestep meter.